Event description:
It was reported to philips that the power for the device would cut out intermittently. It was noted that the customer replaced the battery pca in an attempt to resolve the issue but the power would still cut out if the device was bumped. Coinciding with the power failure, the device displayed an external power interrupted message. There was no patient involvement.